Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was intended to be used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, it was noted that the shape of the balloon was irregular, which was confirmed via a photo submitted by the customer. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of balloon irregular shape. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional analysis was performed, and the balloon was inflated without a problem and held pressure. Dimensional examination of the balloon concentricity was performed and was within specification. No other problems with the device were noted. The reported event of balloon's shape crumple was not confirmed. The complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Therefore, the most probable root cause cannot be determined as no problem was detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was intended to be used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, it was noted that the shape of the balloon was irregular, which was confirmed via a photo submitted by the customer. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.